Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿. Impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿. Section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions: including catheter position, pre-existing medical conditions, and small left ventricular volumes: may also play a role in patient susceptibility to hemolysis.¿. Section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿. "Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.".

Event description:
The user facility reported that a decision was made to place an impella cp after a patient experienced shortness of breath and required bilevel positive airway pressure. The impella cp was successfully placed and support began. During support, it was noted that pulses were unable to be deplored and the patient's urine had a slight red tinge. It was noted that when the patient attempted to get out of bed, he yanked on the impella cp and pulled it back into the descending aorta and that was seen on x-ray. Dressing site had an old ooze but no hematoma was present. Additionally, the urine turned frank red. The impella cp was advanced back across the valve without issue. Percutaneous coronary interventions were performed to the left anterior descending artery. An echocardiogram was performed and showed the impella in the mid-left ventricle. Ejection fraction was noted to be very poor. The patient became hypotensive on return requiring levophed to be started. 500 milliliters of albumin was also given. The patient was intubated upon arrival with concerns for him pulling the impella back again. They were now unable to doppler pulses and the leg was cold. The team discussed and planned to proceed with escalation of the impella 5.5 with surgical repair of the right groin site. The impella cp was removed and vascular surgery repaired the artery. A clot was removed at the insertion site. The patient continued to clot so the artery was patched. Additional information was received that the pump was not saved.

Manufacturer narrative:
H6 added medical device problem code as it was omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. No product was returned for investigation. Ischemia, thrombosis: in order to make a cause determination, all of the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Hematuria, hypotension: the cause of the injury was unable to be determined due to insufficient clinical details. Hemolysis: no product was returned. Urine turned frank red around 4am. After reviewing the logs, multiple suction alarms were observed. The cause of hemolysis was most likely use issue related since based on patient updates hemolysis resolved/managed with pump reposition. Device in wrong position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position by the patient. Device history review: the device passed all post sterile inspection checks.